Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurement greater than 200 ohms, in all vectors, one day post implant. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service.